Event description:
In 2009: utilizing ultrasound guidance a micropuncture needle was used to access the vein; a wire and then catheter were placed into the vein using fluoroscopic guidance. A port pocket was made in the right chest. The catheter was tunneled from the port site to the venotomy site, the venotomy site was dilated and a sheath placed. Via the sheath, the catheter was placed and positioned; it was cut to length and secured in port. Two months later: port removed. The following month: CT found a sheath or tube left in port site, pt scheduled for removal.